Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a moderately tortuous, 95 percent stenosed, severely calcified lesion. A 1.25mm rotapro and rotawire drive were being used for treatment. When adjusting the speed of the rotaburr outside of the patient, an abnormal noise was heard. When the number of rotations were then increased, a fracture of the guidewire occurred. Because the fracture occurred while outside the patient, the rotawire drive was easily replaced with another, however the second guidewire had difficulties inserting into the 1.25mm rotapro device. The rotapro was then replaced for another, and the procedure was successfully completed using the second rotapro device, and the second rotawire drive. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotawire drive. The rotapro device used in the procedure was also returned. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the wire had been fractured 190.5cm from the proximal end. The distal portion of the wire was not returned for analysis. The rotapro device used in the procedure was returned and was used for testing. During testing, the returned portion of the rotawire was unable to be reinserted due to damage to the burr annulus. The damage to the annulus was consistent with interaction between the rotating burr and rotawire. Product analysis confirmed the reported event, as the returned rotawire was fractured and could not be inserted into the burr annulus.

Event description:
It was reported that the guidewire had fractured. A percutaneous coronary intervention was being performed on a moderately tortuous, 95 percent stenosed, severely calcified lesion. A 1.25mm rotapro and rotawire drive were being used for treatment. When adjusting the speed of the rotaburr outside of the patient, an abnormal noise was heard. When the number of rotations were then increased, a fracture of the guidewire occurred. Because the fracture occurred while outside the patient, the rotawire drive was easily replaced with another, however the second guidewire had difficulties inserting into the 1.25mm rotapro device. The rotapro was then replaced for another, and the procedure was successfully completed using the second rotapro device, and the second rotawire drive. There were no patient complications as a result of this event.